Event description:
Patient (B)(6) with a history of syncope in the setting of brugada syndrome phenotype with previous subcutaneous defibrillator implant on (B)(6) 2017. The device was noted to have premature battery depletion. The device that was explanted due to premature battery was a boston scientific emblem MRI-s ICD model a219, serial # (B)(4).